Event description:
A malfunction alarm was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in performing the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose again.